Event description:
The pt complains of pain in the hip joint and down the leg. Pt will be following up with his surgeon and will have blood tests, and MRI.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.